Event description:
Alaris pump malfunctioned while medication was infusing. Patient was receiving continuous infusion of low-dose dopamine. Nurse responded to pump alarm (volume delivered) and pressed button with intent to add an additional hours' worth of fluid/volume-to-be-delivered. After she pressed the button, all 3 syringe pumps in addition to the brain started flashing red lights and beeping quickly. Message on brain read "system error". Pump was turned off and restarted with same beeping and flashing lights. Pump was replaced with another pump.